Manufacturer narrative:
Updated sections: g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. Customer complaint of stenosis due to impaired mobility of the leaflets was unable to be confirmed through imaging evaluation, visual evaluation of the returned device, or functional testing of the returned device. Per functional testing report, the returned valve competency was evaluated using edwards standardized in vitro tests for pulsatile flow and steady backpressure leakage under simulated normal physiological conditions. All three leaflets opened fully. Leaflet 1 appeared to flutter during the opening period of the cardiac cycle. All the leaflets closed completely. There is no central leakage path evident during the closed period of the cardiac cycle under simulated normal aortic pulsatile flow conditions. The total effective orifice area (eoa) measured under simulated normal aortic physiological conditions was 1.09cm2 which is larger than the 0.85 cm2 required for a valve this size per iso 5840-2:2021. The total regurgitant fraction (trf) measured under simulated normal aortic physiological conditions was (B)(4), which is three times lower than the (B)(4) maximum regurgitant fraction allowed for a valve this size per iso 5840-2:2021. The reported aortic stenosis was not reproduced during the standardized pulsatile flow testing performed at edwards under simulated normal physiological conditions. Minimal pannus overgrowth onto the leaflets was identified during product evaluation. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. A DHR review was unable to be performed, as no serial number was provided. There is no evidence that structural valve deterioration caused or contributed to the reported event, as no calcification or other degeneration was identified on the valve leaflets during product evaluation. It is possible that the observed pannus overgrowth onto leaflet 1 contributed the fluttering observed during functional testing; however, as all three leaflets were observed to open fully, it is unlikely that the observed fluttering would have resulted in significant leaflet immobility as reported by the customer. It is possible that anatomical conditions while the valve was implanted, which were not present during functional testing and were not visualized in the provided echo images, caused or contributed to the restricted leaflet immobility reported by the customer. Based on the information provided, there is no evidence of a device malfunction resulting from an edwards or supplier manufacturing defect. A definitive root cause is unable to be determined.

Event description:
Edwards received information that a 19mm 11500aj valve, implanted four (4) years and two (2) months, was explanted due to aortic stenosis. The device was explanted and replaced with an unknown valve. Patient's outcome was reported as "recovered". The device was returned for evaluation. Per the reported information, a gradually increasing pressure gradient was observed during regular follow-ups, and echo revealed an impaired mobility of the leaflets. Serial number was not provided by the surgeon.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: g3, g6, h6 type of investigation. Per consultant review: imaging evaluation on echo: based on the submitted images, the appearance and motion of 2 of 3 bioprosthesis leaflets appears normal, and no evident abnormality of the third leaflet is seen. Systolic color variancing suggests that there might be flow acceleration or flow turbulence in the aortic root. Imaging evaluation on photo: one color image of implanted valve was provided. Valve appeared to have host tissue overgrowth encroaching the leaflets. Per r&d functioning test, using edward's standardized in vitro tests, all three leaflets opened fully, and all the leaflets closed completely. There is no central leakage path evident during the closed period of the cardiac cycle under simulated normal aortic pulsatile flow conditions.

Manufacturer narrative:
H3: customer report of stenosis was unable to be confirmed. As received, leaflet 1 was in the opened position but was able to be closed when probed. A minimal piece of host tissue overgrowth encroached into leaflet 1 by about 5mm on the inflow aspect. Host tissue overgrowth was also minimal at the stent circumference on the inflow aspect. Wireform was exposed on commissure 1. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded.